Event description:
A blood leak occurred around 15 minutes after the start of treatment at user facility. The leak occurred at the third reuse. The blood contained in the dialyzer was not returned to the pt and it was discarded. Approx. 100cc blood was lost. The pt is well and no medical treatment was given to the pt. Other 11 cases of leaks were reported from this facility, including another case with the same pt at a different lot no.